Event description:
It was reported that, "the patient was dislocating so the surgeon revised."

Manufacturer narrative:
Associated devices: cat #626-00-42e, lot #39149101, modular dual mobility insert. Cat #6260-9-328, lot #26815904, 28mm +8 lift v40 head. It was reported that the devices were not available for evaluation due to hospital policy. Additional information has been requested and if received will be provided in a supplemental report.